Event description:
Healthcare professional reported left side "breast with sudden increase in volume, intense pain limiting movement. Ruptured implant with late seroma." Device has been explanted.

Manufacturer narrative:
Continued zip code : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.

Manufacturer narrative:
Date of alcl diagnoses: (B)(6) 2022 the events of lymphoma-alcl, granuloma and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo analysis: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "capsular contracture, baker grade unknown", "lobulated contours", "anatomopathological findings of moderate lymphohistiocytic inflammatory infiltrate and mild foreign body type giant cell reaction", "particles compatible with silicone", and "and started using anxiolytics and sleeping pills". Also reported "developed a alopecia areata" which is not related to the device. Histopathological markers of cd30 positive and alk negative have been provided, indicating alcl diagnosis.